Event description:
During the procedure the robotic maryland dissector fell apart, employee went to pull out the cord that attaches to the instrument and the prongs came out with the cord, rendering the instrument unusable. It was exchanged and patient was not harmed.